Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker patient experienced syncopal episodes, they hit their head, and were diagnosed with a brain bleed. It was determined that the syncope was due to the pacemaker system intermittently pacing on the non-boston scientific right ventricular (rv) lead. Subsequently, a revision procedure was performed. The pacemaker system was electrically abandoned and a new system was implanted on the opposite side. No additional adverse patient effects were reported.